Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the jaws of the device clamped on tissue and would not open. It is unk how the jaws were removed from tissue. There was no blood loss, tissue damage, or pt injury.